Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the microscope head was loose prior to a cataract with intraocular lens (iol) procedure. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The bolt and the yoke screw was tightened to resolve the issue. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 28, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to loose screws. How or when the screws became loose cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).